Manufacturer narrative:
Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial replacement stem was noted to be loosening postoperatively. To the reporter's knowledge, the radial head and stem remain implanted and there are currently no plans to remove the device. It is unknown when the device malfunction was noted. Concomitant devices reported: radial head (part unknown, lot unknown, quantity 1) . This report is for an unknown radial stem. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). A device history record review was performed on part # 04.402.006s, lot # 7785140 (sterile). 6mm ti straight radial stem 24mm-sterile, quantity 98: manufactured by : supplier (B)(4), packaged by: (B)(4), manufacturing date: 15-apr-2015, expiration date: 31-mar-2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial stem and head was implanted on (B)(6) 2016 and the stem was noted to have loosened post-operatively. It was reported that the patient experienced a post-operative fall prior to it being noted that the radial stem had loosened. Concomitant medical products: 22mm cocr radial head standard height / 12.5mm- sterile (part # 09.402.022s, lot # 7640884, quantity 1).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.